Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that, "all the nurses the bd team spoke with had not personally experienced an oi, but were aware of others who did. The unit clerk puts in the work orders, issues being reported by night shift. The unit clerk will attempt to get more information from the clinicians. In her experience, there have been about 3-5 work orders she has put in for this issue". This was reported to bd representatives during their site visit. There was patient involvement, however outcome is unknown.